Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer does not currently have any backup therapy available but planned to look into it.